Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the 511s seal failed during instrument exchange. The 511s was part of kit ftr72. The trocar was replaced with a 511sd (m0024) and the case was completed. There was no pt consequence.